Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the rv channel. The physician reported the noise is not reproducible. The device remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).